Event description:
It was reported that over time the right ventricular (rv) lead r-wave size had decreased and the impedance had also decreased. It was noted that the capture threshold had remained the same and that the lead was sensing appropriately when the sensitivity setting was changed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2010 (B)(6). (B)(4).